Event description:
It was reported that pump battery appeared to deplete too quickly. There was no reported impact to the customer¿s blood glucose level. Customer declined follow up with technical support, and no event date or timeframe was provided, so technical support was unable to confirm the reported battery issue and no further actions were documented.